Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy when the physician rotated the handle and even the plastic was removed from the bands prior to the attempt of deploying the bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported, as a result of this event.